Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had experienced hyperglycemia. The blood glucose level was 27.4 mmol/l. It was unknown whether the auto mode was active at the time of high blood glucose event. The insulin pump had pump error alarm. Customer stated that they able to clear and rewind the pump error alarm. The self test performed and insulin pump passed it. The customer will continue use of the device.